Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The adverse event was reported as resolved on (B)(6) 2025.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the event performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) concluded that the adverse event described could be probably related to the study procedure, possibly related to the da vinci device, but not related to the jura system. The patient in this report developed a fluid collection in the vicinity of the operative bed within a few days after the distal pancreatectomy with splenic preservation. Pancreatic leaks are a very common post operative complication following distal pancreatectomy and well described in the literature with an incidence of up to 15-33% of all cases1,2. The cause and source of the fluid collection in this case is not provided but may include a leak from the transected pancreatic tail that may have also developed into an infection vs post operative abscess from a primary infection of another source. The pathogens and other characteristics of the fluid collection, such as pancreatic enzyme levels or culture results, are not provided. The patient also had ulcerative colitis which may have been an additional source of infection. Based on the information provided in the summary of events, the exact cause of the fluid collection cannot be determined. The fluid collection is probably related to the primary procedure (distal pancreatectomy) with the transected pancreatic tail as the most likely source of the fluid but also possible - albeit less likely - related to the patient¿s underlying condition (history of ulcerative colitis) as a confounding variable. If the fluid was from the pancreatic tail, and the da vinci or a da vinci product was used to transect the pancreatic tail, the development of the fluid collection is possibly related to the da vinci. However, there is no evidence to suggest this complication is related to the study device, the jura system. Literature references: rodríguez jr, germes ss, pandharipande pv, gazelle gs, thayer sp, warshaw al, fernández-del castillo c. Implications and cost of pancreatic leak following distal pancreatic resection. Arch surg. 2006 apr;141(4):361-5; discussion 366. Doi: 10.1001/archsurg.141.4.361. Pmid: 16618893; pmcid: pmc3998722. Fernández-cruz l, martínez I, gilabert r, cesar-borges g, astudillo e, navarro s. Laparoscopic distal pancreatectomy combined with preservation of the spleen for cystic neoplasms of the pancreas. J gastrointest surg. 2004 may-jun;8(4):493-501. Doi: 10.1016/j.gassur.2003.11.014. Pmid: 15120376. Additional patient information: height 196 cm., body mass index (bmi) 29.2kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted pancreatectomy procedure and was discharged six days later. The patient returned to the hospital with pain and was readmitted 14 days after discharge. An intra-abdominal fluid collection was identified due to an abscess in the area of the surgical procedure. A pig tail drain was inserted for transgastric drainage and antibiotics were prescribed. The patient was subsequently discharged four days later. The next day, due to pain and vomiting, the patient was re-admitted and a second pig tail drain was placed; the clinical condition improved. Antibiotics were prescribed for a few days, which were discontinued prior to discharge. Given the improvement in the clinical condition, the event appears to have been resolved. Discharge occurred eight days after the second re-admission. The index procedure was completed with no reported intra-operative complications and no reported malfunctions of the da vinci system, instruments, accessories or the jura system. The study investigator reported that there was good differentiation between mal and well perfused pancreas. No post-operative complications occurred prior to being discharged. The study investigator reported the event as moderate severity, a serious adverse event (sae), a clavien-dindo grade iii, not related to the da vinci study procedure, not related to the patient's underlying disease status, not related to the jura system, not related to the da vinci system, and not related to a third-party device. The patient's prior health condition of colitis ulcerosis, which may make it more likely to form abscesses, may be relevant to this event.